Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. A functional test was performed and the reported issue was not duplicated. The device worked properly, fully priming and connected without difficulty, liquid flow through the whole device without interruptions, no occlusions were detected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a blockage and no flow. Per reporter, the tube orientation was checked and the event occurred during priming at the facility. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.